Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as follow up report.

Event description:
It was reported that the patient's hearing was bad since implantation and that was not able to hear anything in high frequencies. The patient was explanted on (B)(6) 2014.